Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found there was no vacuum present at the wash collar allowing fluid to leak at the probe. The cause of the leak was solenoid 341 not working properly so the fse replaced solenoid 341 to resolve the leak. The mixer sensor was damaged by the leak from the probe so it was also replaced. Upon recur, the failure mode identified could cause erroneous results due to carryover. (B)(4).

Event description:
The customer reported a leak from the probe on the dxh800 instrument. The volume of the leak was reported as about 3 ml and the leak was contained within the instrument. No erroneous results were generated in connection with the reported event. There was no biohazard exposure to mucous membranes or open wounds.